Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150201 captures the reportable event of axios stent failure to deploy. Block h11: the device has not been returned for analysis. Therefore, a technical analysis could not be performed. The reported event of stent failure to deploy was not confirmed. The device has not been returned for product evaluation. Based on the information available and without proper evaluation of the device, it is unknown if the clinical observation was due to the technique used during the procedure, anatomical conditions or related to device malfunction. There is not enough evidence to confirm the reported event; therefore, a review and analysis of all available information indicated the most probable cause is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
Note: related axios complaint is being reported under record (B)(4). It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on an unknown date. During the procedure, the stent did not deploy. A second axios stent was used, and the same problem occurred. There were no patient complications reported as a result of this event.